Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer flat flex cable was worn out. A field service engineer replaced the flat flex cable to resolve the issue and the test passed in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer cubie failed and was not functional. The cubie continued to remain nonfunctional, and the system indicated that maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.